Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump alarmed for critical pump error. Customers stated that the open book picture was displayed on the screen. Customer's current blood glucose was 8mmol/l. Customer advised to discontinue use of the pump and recommended customer refer to back up plan. Insulin pump will be return for analysis.

Manufacturer narrative:
Open book / critical pump error after battery installation. Constant critical pump error alarm (open book). Problem isolated to force sensor.